Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), on multiple carelink transmissions the magnet mode electrogram (egm) data was not available. Review of device information revealed the magnet mode egm data issue is related to marginal telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.